Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ileorectal anastomosis procedure, while in the ileo and rectum tissue, there was a poor staple formation. Donuts were complete, however, all of the staples were open, the tissue only cut. The surgeon manually sutured because the stapling did not work. There was extended surgical incision of more than 1 inch and a surgical extension of 30 minutes or more. The surgeon converted the laparoscopic to an open procedure. The patient needed a second intervention for re-doing the ileostomy.